Event description:
No additional customer info

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation identified a 2nd reportable malfunction with an image blackout. The image was restored after the universal cord plug was replaced. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had the error b30. The issue was found during reprocessing. No patient involvement.